Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 376 mg/dl and 130 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the event was due to the customer wearing the infusion sets for eight days, ignoring what he was trained to do. Nothing further was reported.